Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Glucose gel was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery.

Event description:
During a follow-up call on (B)(6)2018, the customer reported that the cause of the low bg was due to the pump time being inaccurate by 2 hours. Reportedly, the incorrect time change was due to user error. The customer acknowledged that the pump and supplies were functioning as intended.